Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker went into cardiac arrest with pulseless activity and was unresponsive. The patient¿s pulse spontaneously came back, and then intermittent loss of right ventricular (rv) capture was questioned. The device was not interrogated, but device data was reviewed which showed normal lead measurements. No additional adverse patient effects were reported. The device remains in service.